Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, a supplemental medwatch will be filed.

Event description:
It was reported during an af ablation procedure, the irrigation port detached from the cool path duo catheter handle. This occurred after one hr of use. There were no alert messages from the pump. The catheter was exchanged and the procedure was completed, with no consequences to the pt.